Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient underwent an unspecified surgical procedure due to strong abdominal pain. An x-ray and computerized tomography (CT) scan revealed the presence of air in the sub-diaphragmatic area and the abdominal wall and gastric wall were not joined because air came out. An intestinal perforation was not discovered and the device was removed. No additional information is available.